Event description:
It was reported that during implantation of the pacing lead the threshold levels were high at multiple locations. The physician decided to explant and replace the lead. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Corrected information: no eval explain code. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Manufacturer narrative:
Product event summary: the full lead was returned. Analysis was performed and no anomalies were found. However, the distal lv (low voltage) electrode of the lead was covered in blood. The helix of the lead was extrinsically bent and became extrinsically distorted due to pulling/stretching/overstress. Visual summary analysis of the lead indicated damage at implant.